Manufacturer narrative:
The product technical complaint investigation and final assessment were received on 28-nov-2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: the essure lot number was received and therefore the final assessment was updated. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being broken or fragmented. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue. In addition, the ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect; 6 further ae case reports have been received to date in relation to the reported batch, of which 5 cases refer also to similar types of adverse events. No unusual pattern could be identified. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the left device device in peritoneal cavity/proximal radiographic marker is displaced or broke from the rest of the device and upon receipt of follow-up information it was reported that an unilateral perforation/ left device in peritoneal cavity (fallopian tube perforation) occurred. Patient was submitted to a vaginal hysterectomy and salpingectomy to remove essure. The event the left device in peritoneal cavity/proximal radiographic marker is displaced or broke from the rest of the device was initially interpreted as device breakage. Upon receipt of technical analysis, the breakage was amended to device shape alteration which was considered non-serious and listed. The fallopian tube perforation was considered serious due to hospitalization and also listed in the reference safety information for essure. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In this particular case, the physician reported that perforation maybe occurred due to tubal spasm. Considering the nature of the reported events a causal relationship with essure therapy cannot be excluded. This case was initially regarded as other reportable incident, however after follow-up information, the case was updated to incident, due to required intervention. Also, other non-serious events were reported: during insertion left side had tubal spasm but resolved, complication of device insertion, left lower quadrant pain, and endometrial ablation was performed at time of essure insertion. The product technical analysis (updated with lot number) concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. It was reported that on (B)(6) 2014, hysterosalpingogram was done and revealed that left device was in peritoneal cavity and the rest of the device proximal radiographic marker was displaced or broken from. Follow-up information from (B)(6) 2014: follow-up attempts were done without success. Follow-up received on (B)(6) 2014. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint (product quality issue and medical device near-incident report). The bayer reference number for the ptc report is: (B)(4) and the local number is (B)(4). Final assessment: a hysterosalpingogram (hsg) is an x-ray test that looks at the inside of the uterus and fallopian tubes and the area around them. During an hsg, a dye (contrast material) is put through a thin tube that is put through the vagina and into the uterus. For essure, a modified hsg is performed using a slow-fill of contrast. The essure confirmation test (modified hsg) is performed three months post-placement to evaluate insert location and fallopian tube occlusion. Hsg films should be reviewed and interpreted by a trained medical professional, such as a physician or radiologist. In many hsg images, only the radiopaque markers located on the micro-insert are visible. In some cases, the micro-insert can be stretched by muscular contractions of the fallopian tube. When viewed on an hsg image, this may contribute to the perception that the device is broken since the distance between radiopaque markers is longer than anticipated; however, the device is not actually broken. Since the remaining parts of the device are not visible, hsg images can be misinterpreted as being "broken" or "fragmented." Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case a technical defect (breakage) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information received on (B)(6) 2014: incident category was changed to incident. The patient´s date of birth was updated, she was (B)(6) years old. Her weight was (B)(6) kg and height was (B)(6) cm (bmi (B)(6)). She was obese. She had 6 pregnancies with 3 births and 3 spontaneous abortions. Her medical history included a heavy vaginal bleeding and a thyroidectomy for benign nodule. She was not pregnant. Any previous gynecological interventions were denied. On (B)(6) 2014 essure was inserted with lot number a73751. The insertion was not performed in a postpartum state. Cervical dilation and cervical block were used during procedure. The patient received lidocaine. Sounding and general anesthesia were denied. The visualization of ostium was considered easy. The right insertion was considered without problem, but at the left side a tubal spasm was noted, but and with gentle pressure, it resolved. The procedure did not take more than 20 minutes and the fluid loss was less than 1500cc. No imaging tests were performed after insertion to confirm placement. Depo was used as contraception after placement. It was reported that because of her heavy vaginal bleeding (medical history), a thermachoice endometrial ablation was performed at time of essure insertion. On (B)(6) 2014, patient complained about pain in left lower quadrant. On (B)(6) 2014, hysterosalpingogram was done and in left side, micro insert was not in correct position. Right tube was occluded. According to the reporter, unilateral (left) perforation occurred. Any other intra-abdominal structure perforation was denied. The perforation did not occur during sounding, cervical dilation or hysteroscopy prior essure insertion. The physician did not know if perforation occurred before or after deployment. On (B)(6) 2014 laparoscopy with vaginal hysterectomy and salpingectomy were done. No signs of infection were found. During surgery, the location of devices was left corneal region with omental adhesion. Patient requested to remove essure, she also requested because of heavy bleeding. On (B)(6) 2014, patient went home. The outcome of the event perforation was recovering/resolving. According to the physician, perforation maybe occurred due to tubal spasm. Company causality comment: this medically confirmed case report refers to a (B)(6)-years-old female patient who had essure (fallopian tube occlusion insert) inserted and the left device in peritoneal cavity/proximal radiographic marker is displaced or broke (device breakage) and upon receipt of follow-up information it was reported that an unilateral perforation/ left device in peritoneal cavity (fallopian tube perforation) occurred. Patient was submitted to a vaginal hysterectomy and salpingectomy to remove essure. The reported device breakage, was considered non-serious and is unlisted in the safety information for essure; while fallopian tube perforation was considered serious due to hospitalization and is listed. This case was initially regarded as other reportable incident, however upon receipt of follow-up information the reported perforation was considered an incident, due to the required intervention. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). Also, single cases have been reported of essure breakage, mainly during difficult insertions. In this particular case, the physician reported that perforation maybe occurred due to tubal spasm. Considering the nature of the reported events a causal relationship with essure therapy cannot be excluded. Also, other non-serious events were reported: during insertion left side had tubal spasm but resolved, complication of device insertion, left lower quadrant pain, and endometrial ablation was performed at time of essure insertion. An initial product technical complaint (ptc) investigation was performed; however as lot number was received upon follow-up, an updated ptc analysis is expected.